Event description:
It was reported that the procedure was to treat a lesion in the proximal obtuse marginal (om) artery with moderate tortuosity and mild calcification. A 2.0x08mm rx mini vision stent delivery system was advanced; however, resistance was met with a previously unspecified implanted stent and could not cross. During withdrawal of the sds, resistance was met and the stent dislodged into the distal om artery. The stent was left in the patient and no attempts were made to retrieve it. Another rx mini vision stent was implanted to ultimately treat the target lesion. The patient is doing fine and was discharged on (B)(6) 2015. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was requested.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.